Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the device was primed without issue. The device was inserted into the uterine cavity and filled with 30cc of d5w. During heat cycle, a heat error occurred and the machine shut off. The pressures were stable through cycle. The machine was rebooted and an additional 5cc of fluid were inserted to get pressure within range. A catheter error occurred a minute into the second heat cycle. Thirty cc of clear fluid was removed. When the additional 5cc were attempted to be removed, it was blood tinged and only 4 cc were able to be removed. The balloon was reprimed and a hole was noted at the base of the balloon. A hysteroscopy was performed on the patient and no perforations were found. Another like device was used to complete the procedure with no adverse patient consequences. It was noted after the procedure was completed that the expiration date on device was 06/2012. The physician was then notified of the expiration date.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.